Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. There are 3 possible lot numbers. Only 1 baseplate was involved in this event. Medical products: 010000589, comp rvrs 25mm bsplt ha+adptr, 638180; 010000589, comp rvrs 25mm bsplt ha+adptr, 953660. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09761 ; 0001825034 - 2017 - 09762.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: a2; b4; b5; b6; g3; g6; h1; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Only one of three baseplates was involved in the reported event. It is unknown which device was implanted and is being revised, the possible item/lots are as follows: item: 010000589, lot: 305610; manufacture date: oct. 31, 2016, sterile expiry date: oct. 31, 2026. Item: 010000589, lot: 638180; manufacture date: nov. 5, 2016, sterile expiry date: nov. 5, 2026. Item: 010000589, lot: 953360; manufacture date: jan. 12, 2017, sterile expiry date: jan. 12, 2027. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Compatibility check noted no issues. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown humeral tray, unknown; unknown, unknown humeral bearing, unknown; unknown, unknown glenosphere, unknown; unknown, unknown humeral stem, unknown.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty. Subsequently, the patient has been indicated for a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.